Event description:
It was reported that elevated thresholds were exhibited on the right ventricular (rv) lead. In addition, no capture was observed when programmed to a specific output. A chest x-ray was done for the patient which indicated that the rv lead had clearly pulled back. Reprogramming was done to maintain adequate safety margins the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).